Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. The customer reported a blood glucose level of 122 (mg/dl). During troubleshooting with tandem technical support, the pump display powered on when plugged into a power source. Manual injections will be used for alternate insulin therapy.